Manufacturer narrative:
Should additional information become available a supplemental record will be filed. Photographs were provided; unable to verify complaint through photographs provided.

Event description:
When end user uses the chair the snap rings come off causing bolts to fall out of both wheel locks.